Event description:
Pt to clinic for scheduled chemo. In lab, port accessed, flushed easily with no blood return. Needle re-positioned without success. Charge rn notified and decision made to send pt to cxr per policy and then place tpa once placement verified. After cxr done, radiologist notified dr. That line had become disconnected. Cardiology consulted and pt admitted to (B)(6) unit for observation and follow up.